Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed insulin flow block alarm four times. The customer¿s blood glucose level was unknown. The customer declined troubleshooting and stated that tried all remedies. It was also reported that the insulin pump produced weird loud sound during rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the rewind, prime/seating, basic occlusion, occlusion, force sensor, displacement and self tests. No unexpected no delivery/insulin flow blocked alarms were noted during testing. The audio tones/beeps functioned properly. No unexpected pump error 63 alarms found during testing or in the pump history file.